Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:during a visual inspection of the pump, the display lens was observed to be falling off. During testing, the pump was powered on and the display screen text appeared dim, faded, and discolored. Unrelated to the complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display came off the pump, and it was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.